Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported event occurred sometime in (B)(6) 2016. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the plastic at the air filter location of a vented high-volume inlet has white spots. The vial contained azithromycin. This was discovered during use. There was no patient injury or medical intervention associated with this event. No additional information is available.